Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: h6 health effect - impact code f26 (removed), h6 investigation findings c19 (removed), h6 investigation conclusion d14 (removed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of the angle wire, the bending angles in the up, down, left, and right directions do not meet the standard values. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on objective lens, and damage on instrument channel (ch)-tube, forceps cannot be inserted smoothly. There were no reports of patient involvement.